Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the hub of the catheter detached from the rest of the catheter while aligning the hub with the slitter. The physician had to cut the entire catheter with scissors. No patient complications have been reported as a result of this event.